Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 539mg/dl. Customer treated blood glucose with insulin pump then also customer's current blood glucose was 479mg/dl. Customer states that they took injection to took correction in high blood glucose. Customer declined for troubleshoot. Insulin pump will not be return for analysis.